Manufacturer narrative:
Sponsor assessed the event as not related to the antiplatelet medication and possibly related to the device. Cec adjudicated the revac as clinically driven tlr-pci -prox cx. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Cec adjudicated non-q-wave mi (target vessel- prox cx), 3rd udmi peri-pci. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure, one resolute onyx stent was implanted into the cx and two resolute onyx stents were implanted into the lad. Approx 4 months post index procedure, the patient suffered mi. The mi occurred in a target vessel- cx. The patient was treated with medication and pci. The patient recovered. The investigator assessed the event as possibly related to the index device and anti-platelet medication.